Manufacturer narrative:
H10: for the reported malfunction, the lot number for the malfunction was provided and a lot history review was performed. The device was returned to bd and is pending evaluation. The company is still investigating the issue at this time. H10: g4. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1678300 ptfe port and catheter allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The female patient is 45 years old and weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1678300 ptfe port and catheter allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The female patient is 45 years old and weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned. The investigation is inconclusive as the rest of device is missing and no conclusions drawn from sample received. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: g4. H11: h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has been returned or evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1678300 ptfe port and catheter allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weight was not provided.